Event description:
The account alleged the head section is drifting and it is a slow drift. No impact or injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.